Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A13 was coded for unable to establish communication, toolcard remained yellow, "data link connected, tracker disconnected". A0902 was coded for screen showed "no video detected". A1102 was coded for showed "no video detected". No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a case, the system was unable to establish communication with a zeiss kinevo microscope. All settings seemed to be correct on both the microscope and the navigation system, but the toolcard remained yellow no matter what troubleshooting was performed. During troubleshooting, the site checked that all cables were properly connected, including gray lemo connector to port b of the system control unit (scu). The internet protocol (ip) addresses were confirmed in range. The wired ip address on the navigation system was green. The microscope toolcard on the equipment tab appeared to have all the correct information, but was always yellow. When the display port (dp) cable was plugged into port 4 of the microscope, toolcard said "data link connected, tracker disconnected". Plugging into port 3 resulted in "data link disconnected". Technical services had the site log into stealthadmin and check the internal network connections in selftest; everything including the scu was green and connected. All local area network (lan) and multivision settings were correct on the microscope. "Connect to lan" was toggled on, and the ip address was static. A ping test was successful from the microscope to the navigation system. Both systems were rebooted; issue persisted. Removed microscope toolcard from equipment tab, added it back and rebooted; no change. It was noted that the probable cause of the issue was unknown. When rebooting the navigation system (via software), the site reported that the screen showed "no video detected" which could indicate an issue with the router. There was no patient involvement.

Manufacturer narrative:
H2: please see section d10 for additional information. Correction: h6. The previously reported annex g code was incorrect and has been updated. D10: concomitant product information (product ID 9735859 and lot number unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found, both the microscope and system were functioning as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.